Event description:
It was reported, that the patient presented in the clinic for follow-up. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. X-ray showed, the lv lead had dislodged. The lv lead was capped and replaced on (B)(6) 2024. The patient was stable.